Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 595mg/dl by the time the paramedics arrived. The caller was treated with an insulin drip and manual injections. The customer experienced nausea and vomiting. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run the manual prime test and the insulin did exit. Performed the high pressure test and passed. Advised the customer that the insulin pump is functioning as designed. Instructed the customer to remove the cannula and it was not bent. Suggested the caller to change the infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.